Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date the patient was treated with unspecified antibiotics (further details were not reported) for peritonitis. Thirteen days after the onset, the patient recovered from the peritonitis event and antibiotic treatment was discontinued. At the time of this report, pd therapy was ongoing. No additional information is available.